Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. Medical device lot #: 8004750; medical device expiration date: 2023-01-31; device manufacture date: 2018-01-04. Medical device lot #: 7118831; medical device expiration date: 2022-05-31; device manufacture date: 2017-04-28. Initial reporter other occupation: product quality surveillance sr. Specialist. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd¿ syringe with bd luer-lok¿ tip had foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported the bd¿ syringe with bd luer-lok¿ tip had foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples or photos were available for analysis therefore failure mode could not be verified. However, based on the reported description by the customer, silicone was noted on the syringes. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. No related defects or quality notifications were recorded in the device history record review. Silicone weight testing was performed at the middle and end of both batches and measurements were within specification. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported the bd¿ syringe with bd luer-lok¿ tip had foreign matter. There was no report of injury or further medical intervention.